Event description:
Broken tubing, it was reported that the tubing connector broken. There were no patient complications.

Manufacturer narrative:
Customer report was confirmed. Rec'd (1) complete flotrac kit. Tubing was completely broken off from solvent bond joint with the female connector (attached to zero-stopcock). Broken tubing was bent near the bond joint.